Event description:
The family member called to report that the customer was hospitalized for high blood sugar levels. It was indicated that md believes that the customer has a sinus infection. Troubleshooting was done on the pump and the insulin began to exit within six units of the prime. The customer did not have any extra supplies at the time of the call. It was conveyed that the customer should call back when a new reservoir is set in their pump to finish troubleshooting.